Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Lead model reported: 1346t. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: extraction of embolized lead tip from azygous vein using distal embolic protection device. Europace. 2010;10:1093.

Event description:
A journal article was reviewed which contained information regarding an implantable pacing lead extraction procedure. It was reported that the patient's ventricular lead was cut and cannulated for extraction. The tip of the lead began to unravel and could not be pulled into the sheath. The body of the lead was removed; however, the tip remained in the patient and migrated several centimeters. Multiple attempts to localize the tined lead tip were noted in the article. The lead entered the azygous vein and subsequently was removed using a wire-based embolic distal protection device. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.